Event description:
To whom it may concern, I am writing this report with deep frustration, disappointment, and genuine fear for my health and well-being. Today, my tandem mobi insulin pump--an essential, life-sustaining medical device--suddenly failed with a critical error message. The pump shut down entirely, rendering it nonfunctional and leaving me scrambling to manage my diabetes without the device I rely on every hour of every day. This wasn't just a random malfunction. After frantically searching for answers and support, I discovered dozens of other users reporting the exact same critical failure across reddit and other diabetes support forums. These aren't isolated incidents. They form a disturbing pattern that tandem has yet to adequately acknowledge or address. This pump is not a luxury item. It is a medical necessity, and it is obscenely expensive--between the upfront cost of the device itself and the constant supply of proprietary, recurring consumables like cartridges, infusion sets, and sensors. To have it fail so abruptly, without warning, is not only unacceptable--it is dangerous. People are being forced to switch to backup insulin injection protocols with no support and no communication from tandem, while waiting days or more for replacements. Worse still, this failure occurred while I was completely dependent on the device to deliver basal insulin. There was no alert ahead of time. No grace period. Just a catastrophic halt with a cryptic message, forcing me into emergency response mode and putting my health at immediate risk. I am lucky I was able to respond quickly--but what about others who might be sleeping, driving, or don't have access to backup supplies? This is not just a technical glitch. This is a systemic failure--of engineering, of communication, of customer service, and of corporate accountability. Tandem must acknowledge this is happening at scale. People are sharing their horror stories on reddit because they feel unheard and abandoned by your support teams. The silence from tandem has been deafening, and it's compounding the crisis. Let me be clear: I trusted this company with my health. I chose this device after extensive research. I invested thousands of dollars in this system--not just for the pump itself, but for the infrastructure around it. And now I'm left without the product I paid for and without clear answers. I demand the following: immediate acknowledgment from tandem that this is a known and recurring issue affecting multiple mobi users; an investigation and public explanation of the cause of the critical error; a full replacement of the failed pump, expedited without delay, and at no cost whatsoever; compensation or reimbursement for emergency supplies or backup insulin required during this outage; a plan for proactive communication moving forward, so patients are not left in the dark the next time a widespread issue like this occurs. Lives are quite literally on the line here. I should not have to dig through reddit threads to find other users in crisis and piece together a diagnosis of a systemic problem your company has yet to properly disclose. I am furious. I am frightened. And I am calling on tandem to do better--immediately. Fix this. Own up to it. And help the people who have placed their trust and their lives in your hands.